Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and (B)(6) 2009 and mesh and coloplast were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui, cystocele, and vaginal vault prolapse . It was reported that following insertion the patient experienced pain, erosion, extrusion, exposure, urinary/bowel problems, infection, dyspareunia, and neuromuscular problems, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrence. It was reported that the patient underwent mesh revision on (B)(6) 2010 by (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal vault prolapse.